Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2000 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date ¿ unknown.